Event description:
During removal from the artery, the stent got caught on the rim of guiding catheter lifting the struts at proximal end. No pt injury reported. Further, a cypher was used easily and without incidents. Percutaneous coronary intervention (pci) was being performed on a lesion in the left anterior descending artery (lad) that was described as not calcified. Add'l lesion and vessel characteristics were not available. The lesion was predilated with a 2.0x15mm firestar balloon at unk inflation pressure. The device appeared normal before the procedure. There was no resistance experienced while passing the stent deployment system through the guiding catheter. However, there was difficulty crossing to the target lesion. During removal, the stent got caught on the rim of the guiding catheter lifting the struts at the proximal end. The guiding catheter and the device were not removed as one unit. Resistance was experienced while removing the device into the guiding catheter, but not through it. There was no excessive force used during insertion of the device, but some excessive force was used to remove the stent from the artery.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed device. It is also available for testing and eval, but has not yet been received as of this writing. Add'l info received will be submitted within 30 days upon receipt.